Manufacturer narrative:
Concomitant medical devices: product ID: 5076-58 lead , implanted: (B)(6) 2006.

Event description:
It was reported that the patient presented to the emergency room (ER) and the ER doctor did not believe the device was working and wanted a company representative paged to interrogate the device. Upon interrogation, the atrial outputs were increased in order to maintain capture on the atrial lead. The patient was admitted and was hospitalized for 3 days. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.